Event description:
It was reported by the customer that a pyxis medstation es system had device offline. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device goes offline after upgrade initiated. The field service engineer was able to resolve the issue by completed image upgrade to 1.7.4 then brought station online. The system functioned as intended after the field service engineer troubleshooted the device.